Event description:
Customer reported via phone call to have a blank display screen after receiving a failed battery test. Customer's blood glucose was 120 mg/dl. Customer cleaned out the battery compartment and states there was gooey battery fluid. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify failed battery test alarm due to blank display. The insulin pump has corroded battery tube, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.